Event description:
It was reported that during a lap nephrectomy procedure, the hand piece caused a generator error with the gen11 generator. Customer used a second hand piece to complete the procedure. No patient consequences. No device being returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.